Event description:
The caller alleged discrepant results when repeated the test with inratio meters. The results are as follows: 1.1, 4.3.

Manufacturer narrative:
Discrepant results when repeated the test with the inratio meter. The results are as follows: 1.1, 4.3. Average: 2.7; stdev: 2.26; %cv: 83.81. As per internal procedure rev. 2 if the %cv is greater than 20% the criterion is not met. The product will be investigated.